Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/ a33 and no delivery tests. Unit had cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported being recently hospitalized twice due to high blood glucose levels. Blood glucose at the time of emergency room visit was 780 mg/dl. Cause of emergency room visit as per hcp was diabetic ketoacidosis. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.